Event description:
It was reported during a colectomy with the second reload of the tlc75 (the third firing), the tlc75 would not fire. The lockout mechanism activated. A new device was opened to complete the case. There was no consequence to the pt.